Event description:
It was reported by service report that the bed was reading an error code and the scale and bed exit were not working. There was patient involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Result: load cell.